Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that the images within the software were not "matching to where they thought the tumor was." There was no impact on the patient's outcome.  Additional information was received. The medtronic representative (rep) went onsite to to check the geometry of the instruments. There were no obvious issues with any of the sterile instruments. Some of the spheres on the non-sterile instruments felt like they were not fully seated. The accuracy of the registration was 2.5mm, but the area of interest was not included in the green or yellow spheres of accuracy. It seemed like the registration only just passed the minimum points for registration and did not gather enough points to gain accuracy at the rear of the patient's skull. Additional information was received. It was reported that there was no delay. Additional information was received. It was reported that they had to extend the area of skull removed.the area of interest was not within the green and yellow circles. It was noted that there were some dots below skin.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735737, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. H6: software data was received on 25-mar-2025 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the software analysis was completed. There was insufficient information to determine if the software contributed to the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.